Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 20.0 diopter, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced an inability to adapt the lens. The lens was explanted in a secondary procedure after approximately five months of initial implantation. The clinical reason for the explant was severe glare and halos. Additional information was received stating no patient harm.